Manufacturer narrative:
(B)(4). The customer report of the turnpike tip separating was confirmed by visual inspection of the customer supplied photos and the returned device. Visual analysis revealed the returned unit was kinked on the shaft. The remaining part of the tip was severely damaged. The ptfe liner was exposed on the distal portion of the tip and the metal braid was completely severed in the lumen. No defects or damage were observed on any other portion of the returned device. Angiograms provided by the customer reveal the heavily calcified portion of the vessel and the location of the severed tip inside the patient. A device history record review was performed, and no relevant findings were identified. Additional information was received that it was unknown whether the turnpike spiral was used per the IFU or torqued excessively. Patient's current condition is fine but tip is still trapped in lesion in left circumflex artery. R & d engineering was contacted about this complaint. They confirmed that the damage seen is consistent with over-torqueing the device. Based on the customer report and returned device, the probable cause is likely unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "calcified cx, tp spiral was used to deliver over floppy wire to help with wire exchange and the tip got stuck in the calcium and separated from the catheter. Dr. Was unable to snare the device or get a wire next to the tip to help remove it. 2mm of the turnpike tip remained in patients left circumflex artery. The patient was reported as fine post the procedure."